Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was placed via the femoral artery to support the 58 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The pump was being used in combination with an automated impella controller (aic) when a yellow alarm took place which prompted the team to replace the aic. The alarm persisted on the backup aic, but the pump was not explanted nor replaced. Support continued til wean and explant after 2 days of support. The malfunction of the pump-aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 component code changed to g07001. The investigation for the controller failure alarm could not be conducted due to product not returned.